Manufacturer narrative:
Correction: after further review the file is revised to non-reportable malfunction.

Event description:
Replacement pcu case rear- damaged/cracked there was no patient involvement. (B)(6) 2018 08:08:21 (B)(6). Npi note to tech: please perform any necessary repairs / recall since this unit is being provided to the customer as a replacement. (B)(6) 2018 08:17:11(B)(6) unit is being provided to the customer to replace pcu serial# (B)(6) under notification# 301364800 that has not been located. A copy of the email correspondence with the customer, confirming approval for replacement, has been attached to this equipment record for reference. (B)(6)

Manufacturer narrative:
Unit is being provided to the customer to replace pcu serial# (B)(4) under notification# (B)(4) that has not been located. This reported event and subsequent repairs were investigated through the service repair process out of caution. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device serial # (B)(4) service history record was performed from the date of manufacture to the date corresponding to this service notification number. This device was previously returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Unit is being provided to the customer to replace pcu serial# (B)(4) under notification# (B)(4) that has not been located. A copy of the email correspondence with the customer, confirming approval for replacement, has been attached to this equipment record for reference. (B)(4).

Event description:
Replacement pcu. Case rear- damaged/cracked. There was no patient involvement. (B)(4).